Event description:
(B)(4). It was further reported that post coronary stent treatment procedure, dyspnea, nausea, diaphoresis, and in-stent restenosis occurred. In (B)(6) 2012, the subject presented with left sided chest pain radiating to the left arm and associated with shortness of breath, nausea, and diaphoresis. Cardiac catheterization revealed 90% in-stent restenosis located in the proximal stented segment (promus stent and study stent) of the saphenous vein graft (svg) to obtuse marginal (om2) and was treated with balloon angioplasty using a 3.50 x 18 mm quantum maverick balloon with 0% residual stenosis. In addition, 99% stenosis in the mid portion of the svg to om2 was treated with placement of a 3.50 x 38 mm ion stent. Following post-dilatation, residual stenosis was 0%. The subject was not taking study medication or any antiplatelet medication at the time of the event. The event was considered to be resolved without residual effects and the subject was discharged on aspirin and clopidogrel the following day. During angiography, following the initial injection of the svg to om2, the subject developed ventricular fibrillation (002) requiring cardioversion at 200 j to restore normal sinus rhythm.

Event description:
(B)(4). It was reported that post coronary stent treatment procedure, cardiac chest pain occurred. In (B)(6) 2010, the patient presented with unstable angina. Cardiac catheterization was recommended which revealed a 99% stenosed target lesion located in a saphenous vein graft to the proximal left circumflex artery. The lesion was 34 mm long with a reference vessel diameter of 3.0 mm and was treated with direct stent placement using a 3.50mm x 38mm taxus liberte long stent. Following post dilatation, residual stenosis was 0% the patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and was hospitalized the same day. Tvr was performed. Three days later, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).